Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that port #7 of a clearlink system y-type blood/solution set was cracked and leaking blood. This issue was identified during a blood transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation contaminated with blood. Due to the nature of the sample the reported condition was not possible to identify during visual inspection nor could functional testing be performed. Therefore, the reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.